Event description:
Customer reported that at turn on, the unit does an unknown re-start. After the unknown restart, the ventilator goes into ventilation mode with a high priority alarm. The customer reported there was no patient involvement.